Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ad: none. It was reported that a physician, trained in the use of the starclose device, attempted common femoral arteriotomy closure after a diagnostic procedure. The clip was fired; however, the device was difficult to remove. The safety release button was activated. The vessel locator button was depressed several times, and force was also used in an unsuccessful retrieval attempt. The clip delivery tube was cut with scissors resulting in the vessel locator wings collapsing into the tube set, and the device was removed from the tissue tract. There was no adverse pt effect. Hemostasis was archived with manual compression. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been rec'd.